Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4).this report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) stated the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 2. The cg stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the cg to clear the alarm and explained the se 2240 indicated air entered the set up. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the caregiver (cg) who stated this event was due to an issue with how they set up and was an isolated event. There was no patient injury or medical intervention as a result of this event.